Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 50 minutes after starting treatment with a polyflux 170h, the patient experienced chest tightness, breath-holding, sweating, headache, and abdominal pain. The patient was given oxygen, 10mg of dexamethasone sodium phosphate, 60ml of 50% glucose injection and 10 ml of 10% calcium gluconate. The treatment was stopped and additional 5mg of dexamethasone sodium was provided. However, symptoms did not relieve after about 20 minutes, the treatment was discontinued and the dialyzer was replaced. The symptoms gradually relieved following next 20 minutes. No additional information is available.